Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, the image was inverted and reversed due to a software issue. The display is restored when the unit is powered off and on again. Customer zip/postal code exceeded maximum allowable digits, zip/postal code is as follows: (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the radius displays mirror images. No known impact or consequence to patient.